Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, the date is unknown. According to the complainant, post procedure on (B)(6), 2010, the connection between the port and the feeding adapter was loose. This caused the nutritional supplement to leak out. The physician suspected the port became expanded. A new device will be placed in mid-july, exact date is unknown. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Event description:
A nurse contacted product surveillance. The nurse believed the patient's fluid overload to be caused by the homechoice (hc) device in part because the home patient (hp) needed an extra solution bag during therapy. The hp's stomach was extremely distended and the hp had accumulated an extra 7-10 lbs of fluid. The hp went back to manuals for 2 days and the fluid overload resolved. The hp's physician has concern regarding device causing hp's fluid overload. Doctor was going to put hp on lasix, but the nurse then discovered the hp was using an extra bag during therapy and advised doctor that they should try swapping homechoice instead. The hp has began using the new homechoice machine and is doing fine.

Manufacturer narrative:
(B) (4). Device evaluation in progress. Follow-up information will be sent when evaluation is complete.

Manufacturer narrative:
(B)(4). The device was evaluated by the performance analysis lab (pal) for the reported problem. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The device was determined to meet performance specification requirements. The device passed the homechoice rite functional test and the homechoice rite electrical test . No assignable cause could be determined.

Event description:
Nurse in room and heard alarm, saw o2 sats dropping on infant patient. Attempted to use ambu bag to increase o2 and patient's chest was not rising. The red cap on the ambu bag was leaking and was not creating a good seal. When they attempted to use the override switch, the switch got caught and it was very hard to switch it to the override. Finally they used a different ambu bag that worked and the o2 sats began to rise. The ambu bag had failed to work properly.

Manufacturer narrative:
(B)(4).